Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The customer did not provide the electrodes (brand unknown) used during the event for examination. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not detect that a patient was connected via therapy electrodes (brand unknown). No further details, including the patient outcome, were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.